Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that debris was found in the asepto syringe.

Manufacturer narrative:
The reported event was confirmed as a supplier related issue. Received 1 opened bulk clean syringe for evaluation. During the visual inspection, it was noted that there was a foreign embedded material in the syringe. The foreign material measured 0.125 in (specification is loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). The foreign material found in the syringe exceeded its current specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe bulb type. Non sterile". (B)(4).

Event description:
It was reported that debris was found in the asepto syringe.